Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula event that led to an increase in blood glucose level of 995 mg/dl. They tried to treat it with correction bolus via pump. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 10.5 hours. Therefore, on (B)(6) 2024, the patient went to emergency room and eventually got hospitalized. During hospitalization, the patient received intravenous and fluids of saline and insulin as corrective treatment. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated. The batch 6007791 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6007791 was manufactured according to the wi version 114 in the line 9, on 23/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007791 and other 4 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc (B)(4) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - (B)(6) 2025).

Event description:
To date no additional patient or event details have been received.